Manufacturer narrative:
The device was evaluated and the customer's allegation of blurry image was confirmed. Additionally, the device evaluation found flooding in the main unit and main body imaging, corrosion on the scope mount and free lock lever, and the video connector was found to have a crack and was not watertight. Based on the results of the investigation, a definitive root cause could not be identified. The internal charged coupled device (ccd) may have failed due to flooding of the main unit's imaging. It is assumed that normal communication was not possible, resulting in the blurry images. The cracks on the video connector indicate watertightness could not be maintained and moisture may have entered the interior. It is presumed that this led to flooding of the main unit and main unit imaging. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "if an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation." "Check that there is no looseness or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated counterclockwise. Check that there is no looseness or rattling in the scope mount when the scope mount is operated." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head displayed a blurry video image. The issue occurred during inspection before use for a therapeutic transurethral resection (tur). The device was replaced and the procedure was completed. There were no reports of patient harm.